Manufacturer narrative:
Section d4: UDI: corrected. Manufacturer's investigation conclusion: the report of a suspected short-to-shield cannot be conclusively determined as no log files were submitted by the account and no product is available for investigation. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) discusses driveline damage due to wear and fatigue and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook (rev. C) contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and patient handling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that short to shield was confirmed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator noted pump stops when the patient was connected to the power module. The vad coordinator saw evidence of a short to shield and requested an ungrounded cable for the patient. Original short to shield was reported under MFR 0002916596-2013-01549

Manufacturer narrative:
Section d1: brand name: corrected section d4: model number, catalog number and UDI: corrected section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2024 and interrogation of the ventricular assist device (vad) revealed pump stops and low speed advisories when the patient was connected to the power module. Patient symptoms were not noted. X-rays were not available. The patient was sent home with an ungrounded cable.